Manufacturer narrative:
Manufacturers ref (B)(4). Summary of investigational findings: the user was unable to retrieve a celect platinum filter during a retrieval procedure. Previous attempts to retrieve the filter were also unsuccessful. The user states that two or more primary legs were outside the vena cava wall. The physician tried to retrieve the filter later in an additional procedure, and the filter was removed successfully. No adverse effects on the patient was reported due to this occurrence. A single poor quality fluoroscopic image was reviewed for the complaint investigation, and the imaging date is not specified on the image. The image appeared to be oblique, and demonstrated the filter with no significant tilt relative to the bony landmarks. The distance between the primary filter feet appeared appropriate, and the primary filter legs appeared normal and symmetrically distributed. The secondary filter legs was not well delineated due to the resolution of the image. The single image received and reviewed did not demonstrate any evidence of penetration by two primary filter legs. Limited information is provided for the complaint investigation. The complaint device was not returned and lot number is unknown. It was therefore not possible to conduct a device failure analysis or a device history record review. However, there are adequate controls in place to ensure that this type of device is manufactured to specifications. The likely cause for unsuccessful retrieval of the filter cannot be established. It is unknown why the user was unable to retrieve filter during this procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k)k171712. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "there were previous attempts to remove this filter, but were unsuccessful. The physician knew ahead of time he would have to use advance retrieval techniques to retrieve the filter (celect platinum filter). Two or more primary struts were outside the vena cava wall when looking at the images." Patient outcome: the physician had to make an additional attempt (which on this day) was successful in retrieving the filter. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.